Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (dirt in the pipeline) was confirmed due to foreign material coming out of the channel tube. In addition, the bending section cover and connecting tube had foreign objects. Additional evaluation findings were as follows: due to clogging of the jet tube, the water could not be supplied, the adhesive on the bending section cover had a crack, due to clogging of the nozzle, the water removal ability did not meet the standard value, the electrical connector had discoloration due to water leakage, and the forceps channel port was shaved. The following components had scratches: the universal cord, the scope connector, the scope cover, the scope cover unit, and the protector of the universal cord on the scope connector side. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. The foreign material adhered to the endoscope when using a local injection needle through the forceps mouth. The foreign material is b brown histoacrylic. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The instrument channel/port and suction cylinder were brushed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported that there was dirt in the pipeline of an evis lucera gastrointestinal videoscope. There was no patient harm associated with the event.